Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat 6) was fractured approximately 127.0 cm from the hub and ovalized in multiple locations throughout its length. Conclusions: evaluation of the returned device revealed it was fractured and ovalized. This damage likely occurred due to forceful manipulation of the cat6 during insertion into a sheath. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the renal artery using an indigo system aspiration catheter 6 (cat 6) to remove thrombus in the renal artery. During the procedure, while attempting to advance a cat6 through another manufacturer¿s sheath, the distal tip of the cat6 became compressed; therefore, the cat6 was removed. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.